Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately (B)(6) 2017. Patient¿s mother reported this reaction began when they first started using the dexcom system. Patient¿s mother reported that the patient can only wear sensors for 6 days, after which the discomfort from a possible immune response causes them to switch insertion sites and clean ¿white pus¿ from the insertion site. No treatment was performed and no medical intervention was reported. No additional event or patient information is available.